Event description:
Ous MDR - after an implantation time of about 22 months, oversensing was reported. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the returned programmer printouts. The manufacturing process of this ICD was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. The returned programmer printout was inspected, and the clinical observation was confirmed. Interference in the ventricular channel was visible in the available iegms, which led to an aborted charge process. There was no indication of a malfunction of the ICD.